Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Verified the integrity of all power supply voltages. It was determined that a ribbon cable connector was loose and needed to be reseated. This corrected the problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 had poor image quality. There was no adverse pt involvement reported. There was no pt info reported.